Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (damaged cable) was confirmed. Upon investigation the trunk cable was severed and missing. The root cause for the missing cable was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause investigation determined that the damage to the u612 charge pump was induced from the damage to the electrode belt trunk cable. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt for further investigation. The patient's electrode belt cables were damaged and the patient was receiving adjust belt messages.